Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe and got stuck in the needle cap. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "stated the first product box had about 2- 3 syringes where the needle came off with the cap and about 7-8 syringes where she could not remove the caps at all. Stated yesterday from her second box she had one syringe where the needle component came off with the orange needle cap again and got stuck in the cap. Stated some of syringes are also "crooked" on top from trying to remove the needle caps so hard. "

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 8274851 all inspections were performed per the applicable operations qc specifications. There were six (6) notifications noted that did not pertain to the complaint.

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe and got stuck in the needle cap. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "stated the first product box had about 2- 3 syringes where the needle came off with the cap and about 7-8 syringes where she could not remove the caps at all. Stated yesterday from her second box she had one syringe where the needle component came off with the orange needle cap again and got stuck in the cap. Stated some of syringes are also "crooked" on top from trying to remove the needle caps so hard. "